Manufacturer narrative:
(B)(4). Root cause was determined to be use error - sharp object used to open carton. Labeling review finds the labeling adequate for providing directions for inspecting the cassette for damage prior to use. An individual trend review was completed for this complaint. There is no adverse trend for this issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a leak in one of the lines of the cassette during the prime cycle of therapy on the homechoice (hc) machine. The hp stated that he was not connected. The hp further stated the red clamp line had a split/crack in the line and started leaking. The technical service representative (tsr) assisted the hp to end therapy so he could start over with all new supplies. On (B)(4) 2011, product surveillance spoke with the hp who stated that the slice was half way down the red line. The hp stated he opens his boxes using a box cutter. The hp confirmed no injury or medical intervention resulted from this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any other of the hp's dialysis products.